Manufacturer narrative:
Tracking #.49520. D5; h4: info not available, device not returned for analysis.

Event description:
It was reported the tlh90 was used during an apex resection of the right upper tube. It was reported by the affiliate after firing the tlh90 and removing the stapler out of the thorax there was no staple formation at all. The staples are being returned in a bottle. The pt had more blood loss, longer drainage, a bigger incision, and a longer hospital stay.